Event description:
It was reported that the patient was implanted an unknown generic trauma product on an unknown date. On (B)(6) 2014 the surgeon tried to remove it from the patient, but the femoral lag screw could no longer be explanted. Surgery was delayed by 90 minutes.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. (B)(4).